Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg cause and value were not provided. Suspected cause was due to control iq sleep mode algorithm caused bg to go too low when narrowing the bg range overnight and into the early hours of the morning. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.